Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with a filac thermometer. Upon triage on (B)(6) 2016, it was discovered that the unit had a burnt component smell with burn marks on and under component c5.

Manufacturer narrative:
An evaluation of the filac thermometer was performed for the reported condition of, ¿thermal issue¿. The unit was triaged and the reported issue was confirmed. Since the unit is scrapped, the possible root causes are age, improper handling of the electrical boards, bad component, liquid or chemical ingress. Without the unit and the pcba nothing more definitive can be determined. Any of those possible root causes could produce those conditions. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. The unit involved in this complaint was manufactured in 2011. DHR was reviewed focus on below listed items to verify if they are related to the complaint: ncr; deviation; mrb raw material; engineer change order ; pba ; repair/ rework ; abnormality in process; temporary document; sterilization condition; testing/inspection data/ result; labeling; sub-assembly/fg manufactured with calibration of qualified equipment. The conclusion is: no entries potentially pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with a filac thermometer. Upon triage on (B)(6) 2016, it was discovered that the unit had a burnt component smell with burn marks on and under component c5.